Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline smooth breast implants and experienced postoperative right-sided deflation and left-sided anisomastia. The patient reached out to mentor to gather her breast implant information. The patient reported that her right implant is leaking, and left implant is bulging on the side. The patient has been consulting with several different surgeons and is planning to undergo explantation. However, at the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation was estimated based off of the provided information. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.